Event description:
It was reported that, "after decompression from l4 to s1 the surgeon did his discectomy and trialed for a 7mm avs tl spacer. The scrub tech loaded the implant on the inserter and it looked fully seated in the inserter. During impaction of the spacer, the implant of the tl spacer a second time and again the spacer disengaged from the inserter impaction. The surgeon used a kocher to retrieve the spacer and damaged it beyond reusability. A second inserter was in the set which the surgeon used to successfully implant a tl spacer."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental method, result, and conclusion codes will be made available following engineering evaluation.